Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the power supply cable was replaced. The system was tested and found to meet product specifications. The system was manufactured on february 4, 2010. Based on qa assessment, the product met specifications at the time of release. The power supply cable was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. During functional testing, the power supply was tested on the power supply tester. The power supply was found to be in specification. The power supply was also installed into a hotbed system and powered on and powered down with no issues. The returned power supply cable was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively for this event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down and could not be restarted. Additional information has been requested. This is one of two reports.